Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan results on a low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan results on adc device. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced tremors, generalized malaise, muscle stiffness, and loss of consciousness, and was unable to self-treat. A caregiver administered of glucagon to the customer and then called healthcare professionals (hcp), who administered unspecified intravenous fluids, obtained capillary blood glucose result of 297 mg/dl and transported him to the hospital. It is unknown what treatment, if any was provided to the customer in hospital. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 48 mg/dl was compared to a reading of 290 mg/dl obtained on a hcp meter. The length of sensor wear was 10 days. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.